Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was giving too much insulin. Customer reported that they had a sensor glucose vs blood glucose issue that leads to a low blood glucose. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.